Manufacturer narrative:
On june 16, 2021, mentor received photos for evaluation. On june 24, 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture, baker grade unknown and generalized illness clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the right side and with 350cc mentor memorygel breast implant on the left side and experienced breast implant rupture, and local reaction on her right side postoperatively. Pain especially in shoulder blade, right side pulling while adjusting posture, inflammation, swelling, and tenderness even when showering was reported. The right rupture was discovered during bilateral removal surgery on (B)(6) 2021. On (B)(6) 2021, mentor became aware that patient also experienced bilateral capsular contracture, baker grade unknown and generalized illness symptoms in addition to right side rupture. It was reported that the patient's symptoms improved after explantation. This medwatch report is for the patient¿s left-sided device.